Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and required maintenance. A field service engineer confirmed that technician had removed the remote manager. The pyxis fridge worked fine when accessed for medications. The fse used the hardware test application to test the fridge and other hardware. The system functioned as intended after the field service engineer verified with the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.